Event description:
The recipient is reportedly experiencing loss of sound and open electrodes. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks at the fantail region. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the loss of sound output. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.